Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she frequently has sensors that get kinked and that she goes through sensors too quickly. Troubleshooting was done for a bad sensor alert and customer was advised that the alerts are likely due to bent sensor cannulas. The blood glucose reading was 180 mg/dl. Nothing further was reported.